Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that there was a crack in the battery compartment and that the battery cap was damaged. The reporter denied moisture in the pump and denied a power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: the pump booted on with a dim red display. The dim display was replaced by a test display and the variance in color and contrast resumed to normal. Unrelated to the display issue, the battery compartment was observed to be cracked between the grip and the battery cap on the side of the pump. The battery cap was noted to be stuck on the pump and had to be pried off. There were damaged threads on the battery cap and the contact height was out of specification.